Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck in the needle is confirmed, and the cause is determined to be use-related. The components returned were one guidewire and one introducer needle still on the wire. Visual observation found residue on the j-tip of the wire, just outside the needle. The guidewire appeared bent and misshapen in the area of the j-tip. The opposite end of the wire was also somewhat out of straight. Tactual evaluation found that the needle could be pulled back over the wire. When the needle was gently advanced, it began to meet resistance at about the point that the residue began at the j-tip. The coil wire stretched when pulled apart at this point, but sprang back. A point of friction was felt inside the wire, found to be the broken core wire. Microscopic observation found that the core wire had broken at the distal weld tip. Necking was evident at the small portion of wire remaining attached to the weld tip. There was some apparent damage to the needle bevel. A cylindrical accumulation of residue was found on the wire just distal to the needle bevel, as well as other residue, apparently blood. The wire measured within specification for outer diameter. The features of the wire and needle suggest that the guidewire was retracted into the needle, taking with it a plug of biological material which lodged in the needle, causing resistance to guidewire movement. The core wire break manifests necking, indicating a tensile break. This occurs when the guidewire is retracted through the needle while its passage is obstructed. This complaint is use-related. The following IFU statements may be helpful: ¿10. Remove the needle while holding the guidewire in place. Wipe the guidewire clean and secure it in place. Caution: do not pull back standard guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first¿. A lot history review (lhr) of reay2290 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire was stuck within the needle tip. On (B)(6) 2017 - the returned wire had a broken core wire.